Event description:
As reported through partner 1 clinical trial, the patient was noted to have increased gradients across the sapien valve, on 18 month tte suggesting severe stenosis. Additional information reveals on the six month echo, the aortic valve had trace aortic insufficiency and a peak gradient of only 7mmhg, but an overall normally functioning prosthetic valve. At the one year echo, no aortic insufficiency was seen and minimal gradient of 11mmhg, but overall concentric hypertrophy, normal systolic functioning valve. At the fifteen month echo, the avr mean pressure gradient is 8.0 mmhg with 1+ aortic regurgitation. On the eighteen month echo, the gradients through the prosthetic valve are increased for this type of valve suggesting severe stenosis, and mild regurgitation.

Manufacturer narrative:
The device is unavailable for return as it remains implanted. Per the instruction for use (IFU), valve stenosis is a potential risk associated with bioprosthetic heart valves. Valve stenosis may result in symptoms such as sob and decreased exercise tolerance, which may be accompanied by an increased gradient across the valve. This could be due to early calcification of the leaflets, host tissue overgrowth, thrombosis, or in rare cases a non-functioning leaflet. In this case, the cause for the valve stenosis is unknown, and no indication of any actions taken. The IFU and training manuals have been reviewed and no inadequacies have been identified with regards to warnings, contraindications, and the directions/conditions for the successful use of the device. A complaint history for this type of event is reviewed against trending control limits on a monthly basis, and any excursions above the control limits are assessed and documented as part of this monthly review. No corrective or preventative actions are required at this time.